Manufacturer narrative:
G1: contact office - name/address: updated contact information. Siemens healthcare diagnostics has identified an issue with ctni results when using the stratus cs ctni acute care testpak. It appears this complaint is related to this issue. Siemens has issued an urgent medical device correction (poc 19-014 a.us) to inform customers of these issues.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. The message logs have been received for investigation. The customer stated that proper technique, sample handling technique and maintenance were reviewed. Siemens service went on site and performed a total system check which included alignments and verifying fluorometer performance. All values were within specifications. There were no instrument issues identified. The system was fully functional on departure. The customer stated they were operational and resumed testing. The root cause of this event is unknown.

Event description:
The customer reported a false positive troponin result run on two stratus cs analyzers. There was no report of injury due to this event.